Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. However, visual inspection found the downstream occlusion (dso) seal was detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with report that it failed the pressure test on multiple different sets. Evaluation of the returned device revealed a detached downstream occlusion seal. There was no patient involvement.